Event description:
Took a hair follicle test with quest diagnostics and it came back positive for methamphetamine a drug I do not use. I lost my son and have been labels a meth addict due to faulty testing and inaccurate information in regard to medications and their interactions in hair testing.